Event description:
It was reported that during a pta treatment procedure of a greater than 90% stenotic lesion in the venous side of a dialysis fistula, the balloon would not deflate. The physician was able to wire the lesion and had advanced the balloon catheter to the desired location. Using a 50/50 solution of contrast and saline the balloon was inflated to 8-10 atm's some difficulty was experienced during inflation of the balloon however, pta was successfully performed and the physician then attempted to deflate the balloon for removal. The physician pulled negative several times and was unable to remove any solution from the balloon. He decided to remove the balloon while it was still inflated. The balloon catheter was withdrawn and when it reached the edge of the sheath, the physician was able to 'deform' it enough so that it could be removed through the access site. The procedure was successfully completed. The patient is reported as 'fine' following the procedure; no injuries or complications were reported.